Event description:
It was reported that the patient had some speed drops, low speed alarms, low flow alarms, and pump stops. All of these alarms seemed to be happening on the mobile power unit (mpu). It was stated that the patient tried to re-create the alarm in the clinic with body movements but was unsuccessful. The site additionally sent x-rays that were taken. The log file captured several low speed and pump stop events throughout the log file while using the mpu. Technical services noted that the alarms appeared to be due to a short to shield issue with the driveline. They also stated that according to the x-rays, there appeared to be some tape covering the distal end of the driveline from a previous repair, but the site did not see any obvious areas of concern internally. Technical services would be onsite (B)(6) 2024 to perform an external driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable post repair and the alarms did not return with patient movement. It was additionally communicated on 12feb2024 that the patient started using a non-grounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported alarms and pump stops were confirmed through the evaluation of the submitted log files. Although the evaluation of the replaced portion of the driveline did not confirm an issue that could have contributed to these events, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, visual inspection revealed areas of pinching in the outer jacket of the driveline. A specific cause for this finding could not be conclusively determined through this evaluation. The system controller log file contained events and data from 22jan2024 through 30jan2024. Low speed and pump stop events were captured on 22jan2024, 24jan2024, 28jan2024, 29jan2024, and 30jan2024, while the patient was connected to the mobile power unit (mpu). These events were associated with low speed hazard, low flow hazard, and motor stopped alarms. No other notable events or alarms were captured. A distal-end driveline replacement was performed on 06feb2024 under work order # (B)(4) and approximately 14¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. Layers of rescue tape were observed approximately 0.5¿¿ ¿ 6¿¿ from the controller connector. Upon removal of the tape, the silicone jacket was pinched approximately 1¿¿ and 2.5¿¿ from the controller connector; however, no damage such as cuts, holes, or tears, were observed. The silicone jacket, bionate cover, and metal braided shield were carefully removed to evaluate the underlying driveline wires. Visual and microscopic inspection of the wires revealed no evidence of any breaches or damage to the wire insulations or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. It was reported that no further alarms were observed following the driveline replacement; however, the patient started using an ungrounded patient cable. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient underwent a heartmate ii (hmii) to hmii pump exchange. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook address damage due to wear and fatigue of the driveline and outline indications of driveline damage as well as the how to respond to such events. These documents also instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.